Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that part of the sensor cannula broke off into the body. After troubleshooting, customer was able to pull cannula completely out. Customer also reported of having low blood glucose of 49 mg/dl during the night. Customer treated low blood glucose with food.